Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred multiple times. The customer's blood glucose level was 249 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer had manual injections as available as alternate insulin therapy.